Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The customer, who did not initially have the necessary charging supplies, was able to reset the pump with assistance. After resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reoccur, which the customer acknowledged and understood.